Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding an implantable pump. Possible pump airlock was reported. Per the reporter, after the pump was opened to the back table, the scrub tech started prepping the pump. However, after they inserted the needle and pulled back on the plunger of the syringe the first time, barely any of the sterile water was coming out of the pump. They tried over and over again, purging the air in the syringe and were still not getting back much water. They flushed the cap port to see if that would help speed up the process, but that did not help either. Per the reporter, they have heard of pumps getting airlocks before, however, that typically occurs while the pump is being prepped versus while accessing the reservoir for the first time. Even the surgeon thought it was an odd situation and that something was wrong with the pump. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was the scrub tech tried to get air out of the pump, however after many tries, was still not getting all the sterile water out of the reservoir. The a ctions and interventions taken to resolve the issue was after trying to get the remaining air and water out of the pump, the surgeon ultimately decided to get a new pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.